Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, it was noted that the patient's blood pressure dropped after the right ventricular (rv) lead was implanted. An echocardiogram was performed and pericardial effusion was detected. Urgent pericardial tap was performed. The rv lead was repositioned and the patient stabilized haemodynamically. The patient was stable post procedure.